Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The patient's previously administered products included for an unreported indication: phenergan, lortab and toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: patient is being scheduled for a hsg to be done three months from that day. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received lot number was added. Event "medical device removal was updated as abnormal uterine bleeding. Reporter information, date of removal and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: phenergan, lortab and toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and coital bleeding ("had sex for the first time I bleed so much it"). The patient was treated with surgery (total vaginal hysterectomy, removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage and coital bleeding outcome was unknown. The reporter considered coital bleeding and uterine haemorrhage to be related to essure. The reporter commented: patient is being scheduled for a hsg to be done three months from that day. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Lot number: b06100, manufacturing date: 2013/03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure (batch no. B06100), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for an unreported indication: phenergan, lortab and toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and coital bleeding ("had sex for the first time I bleed so much it"). The patient was treated with surgery (total vaginal hysterectomy, removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage and coital bleeding outcome was unknown. The reporter considered coital bleeding and uterine haemorrhage to be related to essure. The reporter commented: patient is being scheduled for a hsg to be done (B)(6) months from that day. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on an unknown date, negative. Amendment: the report was amended for the following reason: this is retention case. All the information from the deletion case (B)(4) were transferred including references, source document, reporters and event: had sex for the first time I bleed so much it. MFR control no. Of deletion case is (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : case is upgraded to incident. Medical device removal event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.